Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: d9: date device returned to manufacturer: the device returned date has been corrected. Device evaluation: the actual device was returned for evaluation. During the repair evaluation, it was determined that the device had a cord damage, cosmetic damage, damaged flex circuit, would not run, and was loose. It was further observed that the device run in locked position and the breaded stainless steel wire tether was damaged/came off. It was further determined that the device failed pretest for visual assessments, cable assessment, no short circuit between phases and connector body and safety assessment. Therefore, the reported condition of the device running in locked position was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that the motor device rotated in locked position. It was further reported that the device rotated at the swivel. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: h6: it was erroneously reported in the follow up medwatch report that the device running in locked position was confirmed. Upon further investigation of the device, it was determined that the reported condition was not confirmed, and that the device was not running in locked position. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a cord damage, cosmetic damage, damaged flex circuit, would not run, and was loose. It was further observed that the breaded stainless steel wire tether was damaged/came off. It was further determined that the device failed pretest for visual assessments, cable assessment, no short circuit between phases and connector body and safety assessment. The assignable root cause was determined to be due to component failure from wear. H6. Investigation findings and investigation conclusions codes have been updated accordingly.